Event description:
On (B)(6) 2024, a patient contact reported to fresenius technical services this peritoneal pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced an infection and was prescribed antibiotics. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) on (B)(6) 2024 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in ed on (B)(6) 2024 were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal vancomycin (dose, frequency and duration not reported) in the ed and he was released home on the same day with no hospital admission. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2024 showed a wbc count of 80/mm3. The patient recovered from this event at home. It was confirmed, though the exact cause of this patient¿s infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The source of this patient¿s infection could not be determined; however, it was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures were not reported, a reduction in symptoms and a falling wbc count provide evidence of a resolving peritonitis infection in response to antibiotic therapy. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6)2024, a patient contact reported to fresenius technical services this peritoneal pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced an infection and was prescribed antibiotics. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) on (B)(6)2024 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in ed on (B)(6)2024 were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal vancomycin (dose, frequency and duration not reported) in the ed and he was released home on the same day with no hospital admission. A follow-up wbc count taken in the outpatient clinic on (B)(6)2024 showed a wbc count of 80/mm3. The patient recovered from this event at home. It was confirmed, though the exact cause of this patient¿s infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home following this event.